Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates, stopper separates and needles bent on lot # 8141524. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8141524. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that four syringe 0.5ml 31ga 8mm 10 bag 500 wal experienced hub separation and needle exposure after use. The following information was provided by the customer: material no. 328509, batch no. 8141524. It was reported that the needle hub separated from syringe, the rubber stopper separated from the plunger rod. Also reported that the needles were bent. Verbatim: relion consumer reported needle hub separated from syringe, rubber stopper separated from plunger rod and needles bent. Problem occurred about two weeks ago, consumer does not re-use. Lot # 8141524, product # 328509, exp date was not provided. Samples discarded, sending replacement product to pharmacy.